Event description:
It was reported that during initial implant, a stable left ventricular lead position could not be obtained due to patient anatomy for an initial lead. This lead was removed and another lead was attempted to be implanted. A stable lead position could not be obtained due to patient anatomy for this second lead, and the lead was removed. Per the manufacturer's device implant database, the patient was subsequently implanted with a dual chamber defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned for analysis. Further testing revealed distal conductor had blood/body fluid (not obstructed). Evaluation summary: (B)(4) no anomalies were found. Full lead was returned for analysis. Further testing revealed all conductors had blood/body fluid (not obstructed).